Event description:
When it was time to use the device/ needle driver, the team noticed that the rope strand serving as pulley was broken; the open-close function of the device was no longer there. The mouth of the device would not open, making it impossible to grasp the needle.